Event description:
Per the clinic, the patient was explanted in 2009 due to the migration of the electrode into the middle ear. Information on reimplantation was not available at the time this report was filed.

Event description:
The facility representative contacted baxter to report an infusor that has ruptured during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).